Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue had occurred during planned treatment/non-emergency treatment at the start of the procedure issue got happened. The procedure was completed after the fse repaired the system. It was reported that the system was giving a message "invalid procedure. Select another procedure". Review of the log file confirmed the malfunction x-ray generator errors. Philips remote service engineer (rse) checked the logfile and found nvram error and tube adaptation errors. The defective kv ma control was returned for failure analysis and was not able to confirm the failure due to the part has been scrapped according to the process due to its age of more than 2 years. Upon further inspection, philips field service engineer (fse) replaced the kvma board and lithium battery proactively. After the replacement of kvma board and lithium battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a message stating ¿invalid procedure. Select another procedure¿ when selecting either cine or fluoroscopy. The user rebooted the system multiple times, but the issue persisted. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.